Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a neurological change. The patient had a computerized tomography taken which showed a left superior cerebellar artery occlusion/infarct. There was a questionable seizure as well as stroke. The patient was intubated and sedated. The patient was taken to the operating room overnight for removal of a clot in their aortic root. Small clot was removed and patient remains intubated and sedated. Neurology and neurosurgery are being consulted and external ventricular drain is being placed. The patient experienced a embolic cerebral stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted log files for review. The system controller event log file contains data from 28sep2022 at 12:43:53 through 16:22:31. No notable alarms were recorded in the log file. Transient pulsatility index (pi) events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 list lists peripheral thromboembolic events and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.